Event description:
It was reported to medtronic minimed that the customer experienced an error when attempting to generate a carelink report, carelink report was not displayed as expected, or possible issue with data in carelink report. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device. No product return is required for mmt-7333.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as the problem was analyzed through previous issue references. Issue not confirmed the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). Customer reported that he is not receiving verification email when trying to create an account while using inpen app version 7.5.0.32 on device samsung galaxy a14 with os version android 14. As per investigation we could see that customer has successfully logged in and using inpen app. The most probable root cause for the issue is that customer was on unstable network or verification email could have been sent to his spam folder. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: based on our investigation, we could see customer has logged in and using the inpen app since 02/25. Can you please confirm if user is still facing the issue. If yes, please request customer to check his spam folder for the verification email. The helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Helpline support team reported that customer wants to view the blood glucose data from guardian connect app instead of pump for the given carelink personal account user. The issue is not confirmed. After conducting thorough investigation by validating the preference settings for the user account in carelink support application. Verified the user account in carelink system application; found that the data source preference settings has been set to show the pump data over the guardian connect data. To assist with the resolution, provided below feedback to helpline team: we see that user uploads data using both pump and standalone sensor, in this case if user wants to see the sensor data, then data source preference needs to be updated. Currently pump data is being shown as per the below settings, provided screenshot from the application on the changes to make to view the sensor data. The root cause of this issue is because user has kept the default data source preference settings which resulted in showing the blood glucose data from pump where-in they were expecting data from guardian system. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.